Event description:
Customer reported a past high blood glucose event, but the specific cause was unknown. The highest blood glucose level was indicated as "high," although a specific value was not provided. The customer declined to provide additional information or seek support for the past high blood glucose issue, focusing instead on addressing ongoing high blood glucose levels through troubleshooting.